Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and on critical override. A technical support specialist (tss) contacted the customer and confirmed that the health information technology team resolved a firewall issue. The tss identified a manual recovery was required due to a data sync error. She walked through the manual recovery process, including sql script execution and data sync restoration. After completing the steps, the customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was disconnected mode and on critical override. There was no delay to the patient's workflow because the user was able to remove the medication from another station. However, there were no adverse events or injuries reported due to this event.